Event description:
It was reported began experiencing weakness which resulted in a fall. Two days later, the patient presented with fever, headache and weakness. A computerized tomography scan was performed and revealed a subarachnoid hemorrhage and blood cultures were positive for staphylococcus aureus. The patient was diagnosed with endocarditis, treated with antibiotics and the implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event. The patient was a participant in the (B)(6) clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.